Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue injury. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The xtw clip was advanced to the mitral valve, after several grasping attempts leaflet insertion was satisfactory. After the clip was placed in a2/p2 mr was reduced to 2+. The user felt the mr reduction was not satisfactory, therefore, the clip was not implanted. When inverting the clip for removal, one of the gripper arms was not moving and mr increased due to a laceration on the anterior leaflet. A new xtw clip was implanted without issues, reducing mr to 3+. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. During returned device analysis, the reported single gripper actuation issue was confirmed. The reported difficulty grasping leaflets could not be replicated in a testing environment. Based on all available information, the reported single gripper actuation issue appears to be related to a product quality issue. The reported difficulty grasping leaflets appears to be due to procedural conditions. The reported possible laceration of the anterior leaflet appears to be a cascading event of the difficulty grasping leaflets. Additionally, tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. The issue is being addressed per internal operation procedure. Abbott vascular (av) will continue to trend the performance of these devices.